Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. They visited to emergency room due to cellulitis. The blood glucose level was 20 mg/dl. Customer experienced symptoms such as mental confusion and weakness. Customer was treated with intravenous glucose d50. Customer declined to troubleshooting. The insulin pump will not be returned for analysis.